Event description:
It was reported that the customer states that there is air inside the packaging, there seems to be a leak or vacuum pack of some kind ?they do not look right". They are not vacuumed sealed but she thinks there is something wrong with these catheters. No patient involvement.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-06482. The report was submitted in error.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Two-hundred (200) unopened samples were received for evaluation. Visual inspection was performed on twenty (20) randomly selected samples. Visual inspection found package integrity to acceptable. Of note, by design, air is present inside the packaging because the product is not vacuum-sealed, however, all packaged product is subjected to eto sterilization and post-sterile inspection prior to release. No problem found. Root cause cannot be determined as the samples were successfully tested and no discrepancies were detected.